Event description:
Upon investigation, the complaint for pump problem alarm and resistor slipping were confirmed. During final acceptance testing pump alarm went off during infusion. Upon internal investigation, resistor drive motor was not seated properly and would not reseat appropriately. A new resistor drive motor was put in. After reassembly final acceptance test was conducted again and passed without alarms or other problems. Resistor drive motor will be replaced during repair.

Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: biomed reported: I have pump 2230600327 here in the shop with a reported patient incident, no patient harm but a delay in care on critical patient. Below is the indicated problem and my observations. Indicated problem: midas event 24-518 ccu 2 --- 1/24/2024 10:43 am looking for pump to investigate. --- 1/24/2024 09:10 am silver tag # 5752468 --- 1/24/2024 6:00 am IV pump alarmed "pump problem. Remove pump from service." Propofol was infusing on pump with a pt that is intubated and proned. Action take: midas event 24-518 ccu 2 [xx] : 01/25/2024 08:15 am + went through pumps in shop and located pump. + cleaned pump. + loaded cassette and brought out of standby. + started infusion at 120 ml/hr vtbi 125 ml. + alarmed service needed after 5ml of infusion. + hard power off, cassette locked. Used emergency release pin to remove cassette. + powered pump back on without cassette installed. Post passed. Loaded cassette, passed. + setup infusion at 100 ml/hr vtbi 100 ml and started. + alarmed service needed with pink instruction screen indicating to clamp both prox and distal and remove cassette. Used slide to unlock option and it took me to a passcode screen. Entered [xxxx] and audible alarm stopped, red alarm lights continued to flash and screen went to primary infusion but start and clear are grayed out. + selected more options and looked at history log. Shows red alarm pump problem, log in and pump problem acknowledge. An initial review of the device logs reveals the following: mechanical hardware failure (vr assembly) additional info from log review: resistor was slipping. First instance was 1 degree off. Second instance was 23 degrees off. An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.